Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report was observed and attributed to a faulty analog board. The customer delined repair; therefore, the analog board was not replaced, and the device was returned as is. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.